Event description:
Unomedical reference number (B)(4). Event occurred in the united states on (B)(6)2024, it was reported that the patient faced that there was a blockage in the infusion set tubing. The patient also reported that she had seven different occlusion events on 15-june-2024. The patient changed supplies as necessary and resumed insulin therapy. No further information available